Event description:
As reported by an edwards lifesciences japanese affiliate, during a right transfemoral tavr procedure in the native aortic position, the distal tip of the esheath+ was found cracked (a large tear) after removal from the patient. There was no difficulty when inserting the 14fr esheath+ and 26mm commander delivery system. After a 26 mm sapien 3 ultra resilia valve was deployed, the esheath+ was removed from the patient. During the removal of esheath+ and the delivery system, the degree of resistance was normal. Upon removal, the tip of the sheath was noted to be torn, it "was barely connected with approximately 5 mm in length". There was no missing part and it seemed no piece was left in the patient's body. No harm to the patient was reported.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined and revealed slight curvature present on sheath shaft, liner fully expanded as designed, distal tip was torn radially near the distal edge of the liner as well as axially with stretched hdpe material, and radial, axial and slanted score lines were present and scratches on distal shaft. In addition, imaging was provided and revealed that the patient had a tortuous and calcified access vessel, including near the bifurcation. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of distal tip torn was confirmed through returned product evaluation. It was found that the sheath distal tip was torn radially along distal edge of the liner, as well as axially. This failure mode is characteristic of sheath tip tear events. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, which can create interference between the valve and sheath tip. While no abnormalities were noted during system advancement, patient had tortuous and calcified vasculature as confirmed via 3mensio. The returned device also revealed presence of scratches on distal shaft, further indicative of potential interactions between sharp calcium nodules and distal tip. Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Calcification and tortuosity can also lead to non-coaxial alignment between the delivery system and the sheath, causing the valve struts to catch on to the sheath distal tip. As such, distal tip tear may be related to improper sheath tip expansion during ds/thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.